Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on with a black screen. A field service engineer (fse) worked with customer remotely prior to arrival. Disconnected cubie drawer 4 on the main, which allowed the station to power on. At that point, users were able to access medications except from drawer 3. Once onsite, controllers were replaced. Additionally, an issue was identified with the label printer producing duplicate labels. Attempted reinstall of the printer, but the issue persisted. The good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse) or the fse manager. Additional information will be added to the record if and when it is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.